Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) lead. Asystole was less than 2 seconds. The patient was scheduled for an rv lead revision. During the procedure, there was no access to place a new lead. At this time, the rv lead and crt-d remain in service. However, the crt-d was placed subpectorally and the sensitivity was adjusted. The cause of the observations was not determined. No additional adverse patient effects were reported.